Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the plunger was not confirmed; however a needle to cuff miss was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of an unspecified vessel using a proglide after a peripheral intervention procedure. Reportedly, the needle plunger was pushed down; however, the needles did not deploy. A second proglide was attempted and the needle plunger was pushed down; however, the needles did not deploy. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.